Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci synchroseal with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was discovered that the insulation had cracked on the synchroseal instrument. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The synchroseal had a torn jaw cover. Tears measure from .196¿ to .070¿ in length. There are signs of thermal damage present at the end of any tears. No material was found missing.